Manufacturer narrative:
The issue was resolved after customer performed the troubleshooting. (B)(4).

Event description:
The customer technical specialist (cts) was assisting customer with troubleshooting the unicel dxc 800 synchron system for high potassium quality control issues. The cts instructed customer to drain the flow cell and check the potassium port and tip face. The cts then instructed customer to reassemble the flow cell and to prime and recalibrate all of the ion selective electrodes (ise). Customer then stated that the tubing that carried the ise reference reagent became disconnected and leaked reference reagent. Customer stated that the leak was contained to the instrument, and that no one was harmed by or exposed to the leak. After further troubleshooting by reconnecting the tubing, then priming and recalibrating the instrument, no further leaking was observed. The cts confirmed with customer that the troubleshooting effectively resolved the instrument issues. Customer did not call back to report any further instrument issues. Customer stated that patient sample results were not affected.